Event description:
Information received a smiths medical suctionpro72 dl 14 20/ca suction/portex catheters suctionpro 72 report indicated water remained in the device and created alarm with the ventilator. The dripped droplet from the end of the ring connector, facilitated untimely disassembly of the coupling (the coupling is no longer connected at one of its ends) : the ventilation circuit was open. Concern for decannulation of ventilator and contamination of droplets. Reported no patient injury occurred.